Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient (B)(6) 2024 due to the condition of the dialysis catheter needs to be placed in the bedside crrt treatment, the doctor in accordance with the operation specification puncture, after placing the guidewire, along the guidewire into the dialysis catheter, the resistance is large, after the withdrawal of the guidewire to check the guidewire has been folded, the use of the deep vein puncture kit puncture needle and guidewire to continue to give the puncture, the puncture and placement of the tube was successful. No other information provided, at this time.